Event description:
It was reported that pn 32x4 italy vig was clogged on 5 occasions before use. The following information was provided by the initial reporter: the patient reports that insulin is not coming out of the needle, as if it was clogged. By changing the needle, the insulin comes out without any problem.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 7/9/2020. H6. Investigation: one open and sixty three sealed 32g x 4mm pen needle samples were returned form lot. No. 9338794, cat. No. 320140. Clog testing was carried out as per (B)(4) on one open sample and twenty nine sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32x4 italy vig was clogged on 5 occasions before use. The following information was provided by the initial reporter: the patient reports that insulin is not coming out of the needle, as if it was clogged. By changing the needle, the insulin comes out without any problem.